Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. The cause of the issue was identified to be a defective downstream occlusion (dso) sensor. The dso sensor was calibrated to address this issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device repeatedly alarms for downstream occlusion during the volume test. The issue was discovered during testing. There was no patient involvement.